Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device primed properly during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. Device received with normal operating currents. No unexpected failed battery test noted during testing or in the device trace download. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected button error alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. However, pump error 63 alarm confirmed in the device history due to software error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was squirting insulin while priming, had button error and no low battery alarm. Customer's blood glucose value was unknown. Insulin pump also had unexplained no delivery alarms, and had diminished battery life. Insulin pump will not be returned for analysis,